Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient receiving medication via an implanted pump. On (B)(6) 2015, it was reported that the pump stalled and the patient had withdrawal. The patient's pertinent information, device information, the initial reporter, the onset date, the troubleshooting performed, the actions/interventions taken, the resolution of the event, and the drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.